Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. It was reported that an initial detachment attempt was made unsuccessfully and that the coil was withdrawn into the catheter where it subsequently detached. It is likely that the device became detached separated during re-positioning. The detached coil exited the microcatheter due to the flow of the continuous flush and migrated inside the patient¿s vessel. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, an assignable cause of operational context has been assigned to the reported main coil prematurely detached inside the patient and the main coil migration.

Event description:
The coil within the microcatheter was placed inside the tiny middle cerebral artery aneurysm (mca) when it was found out under fluoro that the microcatheter was kicked out of the aneurysm. The coil was resheathed within the microcatheter inside the patient¿s vessel but not inside the aneurysm when it was noted that the coil prematurely detached. The prematurely detached coil migrated outside the microcatheter into the distal mca. There was no action taken to remove the detached coil from the patient and the prematurely detached coil remains in the patient¿s vessel. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
The coil within the microcatheter was placed inside the tiny middle cerebral artery aneurysm (mca) when it was found out under fluoro that the microcatheter was kicked out of the aneurysm. The coil was resheathed within the microcatheter inside the patient's vessel but not inside the aneurysm when it was noted that the coil prematurely detached. The prematurely detached coil migrated outside the microcatheter into the distal mca. There was no action taken to remove the detached coil from the patient and the prematurely detached coil remains in the patient's vessel. There were no clinical consequences to the patient due to the reported event.